Manufacturer narrative:
Section b5: prior clip placement is reported in MFR # 2916596-2021-04739. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to a enterorrhagia bleeding defect after a prior polypectomy was found during a colonoscopy and was clipped. The patient was treated with blood products. The patient's medication was stopped for 72 hours. Due to their hemoglobin levels being stable, the patient was then discharged.